Event description:
When the reporter receives er1 messages, he will retest and get a number value. There is no change in treatment, no medical intervention, no adverse reactions and no allegation of harm.